Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that contact 4 as not used in programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance on contact 4. The clinical diagnosis was not applicable. The outcome was unresolved with no further action planned. Interventions included reprogramming the device. The etiology was noted as related to the device or therapy and not related to the implant procedure.